Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 29 mg/dl. Customer treated their low blood glucose with food and juice. Customer advised paramedics arrived due to treatments not helping them raise their blood glucose levels. Customer declined to go to the hospital and the paramedics left once the patient's blood glucose levels came to normal. Customer advised they would discuss their settings to be possibly adjusted with a professional. Customer was advised to call back if issues persist.